Event description:
It was reported that a device related thrombus (drt) occurred. A left atrial appendage (laa) closure procedure was performed. A watchman truseal access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient was on xarelto 20mg and aspirin post implant procedure. At 45 days post procedure the patient was switched to dual antiplatelet therapy (dapt). No imaging was performed. At 90 days post procedure, the patient was just on aspirin. The patient stopped taking both xarelto and plavix since he said he felt fine. Four months post procedure, imaging was performed and revealed a drt toward the limbus. A complete seal was noted. The patient was put back on xarelto 20mg for three months and will be reimaged.